Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement, aneurysm rupture, surgical conversion and death. Additionally, the IFU states, users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
Additional devices implanted and involved in this event: rlt311413/13935334, pxl161407/13396437 and rlt311413/12216036. UDI numbers for the lots are as follows: lot 13935334: UDI (B)(4). Lot 13396437: UDI (B)(4). Lot 12216036: UDI (B)(4). Lot 13726044: UDI (B)(4). Concomitant product(s): the patient¿s medications include; aspirin, calcium gluconate, dilaudid, hydralazine, magnesium sulfate, metoprolol, nitroglycerin and potassium chloride.

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm and right sided aortouniiliac bypass procedure with four gore® excluder® aaa endoprostheses. It was reported, on (B)(6) 2017, a computed tomography (CT) scan with contrast, identified a distal type I endoleak and proximal type I endoleak with associated infrarenal neck loss of device vessel apposition. Reportedly, the aneurysm sac diameter measured 8.9 x 8.4cm (total amount of enlargement was not reported). On (B)(6) 2017, the patient presented to the emergency department with acute onset of severe right lower quadrant abdominal pain and pending aortic rupture. After an initial examination, it was reported the patient became more acutely symptomatic and a follow-up CT scan showed the aorta had ruptured. According to the report, the rupture resulted from a proximal type I endoleak, a large retrograde type ii endoleak from the left hypogastric and a large distal type I endoleak of the left common iliac artery. The patient was immediately taken into the operating room for open repair of the rupture. Exploration of the patient¿s abdomen found visible presence of blood in the retroperitoneum with an obvious rupture of the abdominal aortic aneurysm sac. All gore devices were explanted and the rupture repaired with an 18 x 9 bifurcated dacron surgical graft. It was reported, the procedure concluded without any reported complications and the patient was transferred to the intensive care unit (ICU), in critical condition. Later that same day, the patient suffered disseminated intravascular coagulation (dic), multiple organ failure, and severe acidosis reportedly as a direct result of the ruptured aneurysm. According to the report, resuscitation was performed, however all lifesaving efforts proved unsuccessful and the patient died.